Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. A review of complaint data was performed with specific focus on the reported lot number 41819106 and the customer allegation. No trend of the alleged failure could be identified. Medwatch field h3 has been updated.

Manufacturer narrative:
The reporter's product was requested for investigation. The device is unavailable for return. This event occurred in (B)(6).

Event description:
The initial reporter stated that a nurse was punctured due to a malfunction of an accu-chek safe-t-pro plus lancet device. The nurse used the lancet device on a patient. After performing the test on the patient, the lancet needle retraction system did not work on the lancet device, causing the nurse to be punctured. The lancet needle protruded beyond the end of the correctly positioned end cap of the lancing device. The patient tested by the nurse is a known patient, with no specific problems. The nurse received infectious disease testing and all results were negative. The nurse is scheduled to be tested again in 1 to 3 months.